Manufacturer narrative:
Additional information was received on (B)(6) 2020. The deflation occurred on the left side. The lot and serial numbers have been clarified and populated in d4. When the devices were explanted, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6503104, and no non-conformances were identified. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.5 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures, as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress for both potential devices. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced deflation of an unknown side post procedure. The deflation was confirmed by the physician¿s office. As a result, an explant was performed on (B)(6) 2020. Both lot numbers 6521946 and 6503104, and serial numbers (B)(4) and (B)(4) were provided, however, it was not stated which device belongs to the deflated implant. This will be reflected.